Event description:
It is reported that the device was implanted in 2005. Post-op, the patient developed cellulitis and was treated with c antibodies.

Manufacturer narrative:
Evaluation summary: the sterilization process of this device was validated in accordance with FDA regulations and iso standards to a sterility assurance level of 10 negative 6 or better. The manufacturing lot specified in this complaint was processed according to the validated sterilization process parameters and met all of the acceptance criteria for sterility release. Cause cannot be definitively determined. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.